Event description:
It was reported prior to using bd vacutainer® fx 5mg 4mg tubes, 1 tube contained additive clumps. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® fx 5mg 4mg tubes, 1 tube contained additive clumps. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary - bd received one photo for investigation. The evaluation of the photo revealed that an additive is present in the tubes and is adhering to the sidewall of the tube, forming a clump due to its 'clinging' properties, which is not an unusual appearance. Furthermore, 100 retained samples were inspected with no issues identified, and all powder in these samples had the same appearance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.